Event description:
A homecare services representative sent an email notification of a complaint on behalf of the customer to corporate product surveillance (cps). The customer reported that her cassette had leaked. Cps contacted the home patient on (B)(6) 2011. She stated that the cassette was leaking from the drain line, but that she did not see any damage or holes that might have caused the leak. She had told her nurse about the issue. There were no adverse effects reported to be caused by this incident. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. The device was received by baxter and was subject to a visual inspection as well as a performance test. No leaks or abnormalities were noted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.